Manufacturer narrative:
Concomitant medical products: product ID: 3057, product type: screening device. Product ID: 3537, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated device was not working. It was giving an error of settings not available. This was happening after it unlocks and took batteries out but did not resolved the issue. The patient reiterated that same issue of device was getting the error "cannot provide your desired settings. Call your clinician". She had already changed the batteries. Tried to decrease to 0.0 and then increase, received the same error. Switched sides and still the same message. Additional information reported on (B)(6) 2018 indicated that cause of device not working was due to broken wires. The wires were removed was the action taken. The patient indicator for use was urgency frequency. No further complications were reported/anticipated.